Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 75 units of insulin. Customer¿s blood glucose ranged from 111-113 mg/dl. The customer added insulin to the cartridge and reloaded it to resolve the issue.